Event description:
It is reported that the pt is experiencing right knee pain.

Manufacturer narrative:
The implanted devices were reviewed for compatibility with no issues noted. Review of the operative notes did not indicate any anomalies encountered during the procedure. Good patellar tracking and range of motion has been noted. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: the device history records for the femoral, articular, patellar and tibial components were reviewed, indicating the device was manufactured, inspected, and packaged to spec. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.